Manufacturer narrative:
Date sent to the FDA: 02/09/2022.

Manufacturer narrative:
Date sent to the FDA: 10/28/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent exploration and drainage of chronic left incision abscess on (B)(6) 2008 during which the surgeon noted chronic draining sinus tract secondary to infected prosthesis and pulled small pieces of mesh fibers from the area of the site. It was reported that the patient underwent removal surgery on (B)(6) 2008 during which the surgeon noted after arduous dissection for approximately 1 and a half hours, the mesh was entirely felt to be removed and copious irrigation to the area was performed. It was reported that the patient experienced an unknown event. No additional information was provided.